Event description:
It was reported that the patient presented in clinic for follow up. The right atrial (ra) lead was exhibiting noise with inappropriate automatic mode switch. Noise was reproduced with isometrics. No interventions were made. The patient was stable.